Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection noted that the set screw was stripped due to extra force. The reported inability to tighten the set screw was caused by a stripped set screw.

Event description:
It was reported that the setscrew was unable to be tightened. The device was not implanted and was replaced. Patient was stable.